Event description:
Prior augmentation performed elsewhere by another surgeon, developed a spontaneous deflation of the left breast implant recently. Bilateral removal of implants with replacement of silicone implants.